Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that a bd q-syte¿ extension set 15 cm (6 in) 0.34 ml micro bore was found to have burr on the septum before use. The following information was provided by the initial reporter, "385102--q-syte--there was a burr on the septum of the joint and the plastic of the product had sense of loss." 41 occurrences were reported.

Event description:
It was reported that a bd q-syte¿ extension set 15 cm (6 in) 0.34 ml micro bore was found to have burr on the septum before use. The following information was provided by the initial reporter, "385102--q-syte--there was a burr on the septum of the joint and the plastic of the product had sense of loss." 41 occurrences were reported.

Manufacturer narrative:
H.6. Investigation: our quality engineer inspected the photographs submitted for evaluation. The photos displayed weld flash group at the weld line between the top and bottom bodies. The weld flash group appears to be connected and not hanging out of the weld joint and not in the fluid path which is acceptable per specification. The foreign matter was identified as weld flash, which is from the melting of the plastic from energy produce during the weld process between the top and the bottom body. This was physical/mechanical evidence to confirm and support a manufacturing process related issue for the reported defect relating to the molding process. A device history record review showed no non-conformances associated with this issue during the production of this batch.